Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test due to missing reservoir tube o-ring. The reservoir does not stay locked in due to missing reservoir tube o-ring. The insulin pump was received with cracked retainer, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case and minor scratches on case.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was 75 mg/dl. Customer reported that ring in the reservoir compartment came out. The insulin pump will be returned for analysis.